Event description:
At 8/am on 4/22, the pt tested his fasting blood glucose on his one touch ii meter with a result of 100 mg/dl. Because he felt so bad (stomach cramps, dehydration, weakness), he proceeded to the hospital where at 8:50/a, a laboratory blood glucose result of 428 mg/dl was obtained. The pt was admitted for diabetic ketoacidosis and placed on a insulin drip. The reporter recalled results from the pt's meter memory and could not find the reported result of 100 mg/dl. The most recent test was 84 mg/dl at 7/p on 4/21. No checkstrip or control solution results were found. The reporter was "not sure" how the meter is cleaned or maintained, but stated that a swab with water is used as needed and with the "clean test area" prompt. A checkstrip test performed by the reporter on 4/22 was 75 within the labeled range of 73-98.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, has been unable to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurae results may have been due to user error, improper meter cleaning/maintenance, testing while in a dehydrated state, or some unknown anomaly. At this point co's investigation of this matter is closed.